Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included sinus infection, menses irregular, streptococcus test positive and enterococcus faecalis test positive. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia, (painful sexual intercourse)."), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding).") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection type: vaginal"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, endometriosis, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), endometriosis, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: a. Left ovarian hemorrhagic cyst, oophorectomy: benign hemosiderotic cyst, non- epithelial suspicious for involuted endometriotic cyst. B. Uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: benign endocervical. Glands and stroma. Early proliferative: endometrium. Benign myometrium. Benign fallopian. Tubes with essure inserts. 12mm paratubal simple cyst. Gross description: within the bilateral cornu regions and extending into the proximal portions of fallopian tube, there are essure inserts present. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Minimal fluid in endometrial canal ¿ likely physiologic correlate with patients menstrual cycle. 2. Probable hemorrhagic left adnexal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included sinus infection, menses irregular, streptococcus test positive and enterococcus faecalis test positive. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia, (painful sexual intercourse)."), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding).") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection type: vaginal"), 1 month 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, endometriosis, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), endometriosis, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: a. Left ovarian hemorrhagic cyst, oophorectomy: benign hemosiderotic cyst, non- epithelial suspicious for involuted endometriotic cyst. B. Uterus, and bilateral tubes, hysterectomy and bilateral salpingectomy: benign endocervical glands and stroma. Early proliferative: endometrium. Benign myometrium. Benign fallopian tubes with essure inserts. 12mm paratubal simple cyst. Gross description: within the bilateral cornu regions and extending into the proximal portions of fallopian tube, there are essure inserts present.. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Minimal fluid in endometrial canal ¿ likely physiologic correlate with patient's menstrual cycle. 2. Probable hemorrhagic left adnexal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal. Lot number, reporters information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia, (painful sexual intercourse)."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding).") And endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy ( full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), endometriosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury updated to pelvic pain. Case upgraded to incident. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), endometriosis, she did not undergo an essure confirmation test were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.